Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fse was not able to confirm or verify reported issues. As a proactive measure, the fss replaced the friction rollers and o ring to eliminate any issues. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a problem with irrigation. Through follow up the surgery center reported a capsular tear occurred in the patient¿s operative eye resulting in an unplanned vitrectomy procedure being performed. The surgeon explained at the time of the event, the aspiration was intermittent (on and off frequently) and made a decision to remove the epinucleus out using the irrigation and aspiration tip because she had concern the capsular bag would break. Unfortunately, the aspiration was still intermittent and the capsular bag was aspirated into the port. Furthermore, the aspiration issue came on during the vitrectomy segment during irrigation/aspiration/cut. The surgeon was able to cut the vitreous in the cut/irrigation/aspiration session, but when she came to the irrigation aspiration part, she was not able to remove the remaining cortex by the irrigation/aspiration cut. In addition, the surgeon stated there were three other cases where the phaco tip had a leak (irrigating) even though the footpedal was not pressed and the surgeon did not bother to change out the cassette because she was told that it still will work despite the leak. On another case, the aspiration stopped during the case and the aspiration restarted and the surgeon did not think too much of it. As the result of the irrigation and aspiration issue, there was one patient injury reported. A sulcus lens was used and the patient outcome is okay.

Manufacturer narrative:
(B)(4). A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.